Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: evaluation revealed that the blackbox shows evidence of cs 064-0001 alarm on 07/19/2015, pump was exercise for 24 hours and the cs 064 alarm complaint was not duplicated. The black box confirmed occlusion during prime operation, no defects found. The display is dim/fading/reddish. The battery compartment is cracked below pad. The cartridge and battery caps were not returned. A test battery cap was used to verify steps, pump case removed and no moisture damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.